Manufacturer narrative:
Device power up properly after battery installation. No blank display noted. Device was received with normal operating currents and passed self-test, a21 error test and displacement test. No unexpected off no power, bad battery , low battery, weak battery, battery out limit and failed battery test alarms or reset time or clock anomaly noted during testing. Device had minor scratched lcd window. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call clock runs slightly slow. The customer¿s blood glucose level was unknown at the time of incident. Customer stated that the insulin pump had rejected batteries and scratches in the screen. The insulin pump will not be returned for analysis.